Event description:
Dealer alleged that the fan was noisy. Per independent repair center statement the unit was alarming or red light, exhaust fan noisy, bed hoses leaking, gear clamp leaking, heat exchanger leaking.